Manufacturer narrative:
H.6. Investigation summary: this memo is to summarize findings on your recent complaint 8235115 against trypticase soy agar ii with 5% sheep blood, catalog number 254087, lot number 3116153 with respect to contamination. Event description: the customer reported contamination of a plate. Complaint history review: the complaints trends were reviewed, and no similar complaint was registered for this lot number. Thus, a trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Return samples were not provided; however, pictures samples were shared demonstrating a contaminated plate. Evaluation results. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion based on the evaluation and the provided pictures, the complaint was confirmed for contamination. A definite root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that while using bd bbl¿ plate tsa 5prct sb 90mm there was contamination of one plate. There was no patient impact. The following information was provided by the initial reporter: "contamination of plate."